Event description:
Drill in use. Electrosurgical unit on with active electrode lying on sterile drapes at the pt's axillary level. When the drill was keyed, it activated the electrosurgical unit. The drapes had a 2 mm size hole burned through at the site where the electorsurgical pencil tip was lying on the pt. When the drapes were removed, a 2 mm size reddened area with a small hole in the skin was noted.